Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: there were no adverse patient consequences related to the first 3 sutures used in the procedure. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Please describe any medical/surgical intervention required for this suture event including dates and results. What date was the second thoracotomy done to remove the needle? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an arterial dissection on (B)(6) 2026 and suture was used on the aorta. During the procedure, the suture broke when tied. The suture fell into the patient's chest along with the needle. Then the extracorporeal circulation was suspended, but the needle was still not found, so the surgery was continued. After the aortic suture and artificial blood vessel implantation were completed by replacing another suture, the patient was transferred to the compound operation room after simple chest closure. The suture needle was found by the thoracography and removed by the second thoracotomy, resulting the surgery extension for about 60 minutes. The patient was transferred to ICU after closing the chest. The patient's condition was unknown at present. Additional information was requested.